Manufacturer narrative:
Unit received with cracked and bleeding lcd glass. Unit received with cracked reservoir tube, cracked battery tube threads and minor scratches on lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was dropped and the display screen is broken.customer's blood glucose was unknown at the time of incident. The customer was dvised that the device would be replaced. No further details given.